Manufacturer narrative:
(B)(4). The distal connector was broken off from the valve at the siphon control base. The damaged condition of the valve precluded all further testing. It is unk how or when the damage occurred. The instructions for use that accompany the device caution that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Medtronic neurosurgery has received no other complaints for the reported lot valves. A review of the mfg records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
The distal catheter connector was broken at the time of implanting the catheter into the pt. During flow testing of the valve prior to implanting, the device was intact.